Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was feeling stimulation in the wrong location. The rep reported that the patient was feeling stimulation in the left arm and was wrapping around to the left breast. The rep reported that the 2x8 lead was placed midline, spanning from t7-t9 to treat low back pain. The rep reported that they used very simple programming (+-, +-+), adjusted pulse width and rate. The rep reported that when they met with the patient for a standard follow up, they lowered the pulse width and increased the rate and stimulation was good but then the next day when the patient turned stimulation on in the morning, stimulation was back in her arm. The rep reported that they had tried programming very low on the lead and everywhere in between. The re p reported that they had no previous programming from trial as the patient didn't trial with the manufacturer. The rep reported that the patient had a ¿shingles¿ type sensation. The rep reported that the patient was not showing signs of shingles. The rep reported that impedance were with normal range. The rep reported that the patient did not experience stimulation in the arm when it was off. The rep reported that there were no recent medical tests or emi environmental exposure related to this issue. The rep reported that the clinician programmer and patient programmer showed no anomalies. The rep reported that they were going to continue to try various programming options. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via the manufacturer representative reported that the lead had migrated up to t3/4 and left lateral. An x-ray was taken after troubleshooting to check for movement. A revision was performed and the physician anchored the leads into place. It was noted that the physician had anchored the first time with a suture to the bone but this time used an anchor from the manufacturer. The stimulation in the wrong location and shingles sensation was resolved.